Manufacturer narrative:
Company representative evaluated the unit and replaced the spo2 probe.

Event description:
Customer reported an issue with the spectrum monitor, which may have affected spo2 monitoring. No patient injury was reported.